Manufacturer narrative:
The reported product is an unknown prismaflex set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 6 hours after starting treatment with an unknown prismaflex set an external fluid leak from the stop cock valve on an effluent bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d1, d4, g4, h6 and h10. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, during the investigation of similar complaints, it has been noticed that the leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. Based on the information provided, the leak occurred after 6 hours of treatment, therefore, the reported condition was verified and the cause was user error related. This issue is being further investigated. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The main root cause identified for the reported events is an unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 6 hours after starting treatment with an unknown prismaflex set an external fluid leak from the stop cock valve on an effluent bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reported product is an unknown prismaflex set. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.